Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector leaked from the spin collar after connecting the catheter hub. The following information was provided by the initial reporter: "leaking at the spin collar after connection is made to the hub of the catheter"

Manufacturer narrative:
H6: investigation summary the customer reported leaking at the spin collar, and returned one used sample. The sample was primed and put under pressure, but no leak was found. The complaint could not be verified. The root cause is unknown without an observed failure. Similar complaints have been received regarding this reported issue and an investigation had determined that the male luer connector is within its design parameters. Previous investigations to determine connection issues and leakage have found that the male luer connector has operated as intended without any issues identified. Device history record review for model mp5301-c lot number 22119134 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector leaked from the spin collar after connecting the catheter hub. The following information was provided by the initial reporter: "leaking at the spin collar after connection is made to the hub of the catheter".